Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with swelling, hematoma in the scrotum, and signs of infection. The ipp was explanted and replaced with a malleable penile prosthesis. There were no additional patient complications reported.